Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the peritonitis event and was discharged twelve days later. The cause of the peritonitis event was unknown. The patient was treated with unknown intraperitoneal antibiotics (dose, route, frequency not reported) for the event. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.